Event description:
A caller reported a malfunction on the pump, but there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arise again.